Event description:
It was reported that an insulation break was observed during normal generator change-out. Physician determined that the insulation break was as a result of wear and tear due to lead positioned at a 90 degree angle. The lead was repaired and connected with the new device. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).